Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that an unknown latex foley was received with no funnels, it was completely cut away from the funnel but still had its balloon inflated. No medical intervention was reported.

Event description:
It was reported that an unknown latex foley was received with no funnels, it was completely cut away from the funnel but still had its balloon inflated. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. It was also unknown if the device failed to meet specifications. The device was being used for treatment. An orange-brownish latex foley was returned with its shaft cut. No funnels were present, but the balloon was still inflated. The root cause of this failure is unknown. The lot number is unknown therefore the device history record could not be reviewed. Since the product catalog number is unknown, a labeling review could not be performed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.